Event description:
Information was received that device had high voltage and leaking. Incident occurred during testing prior to use in the or. The unit did not provide an alarm however the high leakage meter inside the or did alarm and the unit was the reason for the alarm. No patient injury occurred.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The device was dirty and contaminated. There was also a worn out power cord, and cracked water tank cover. The investigator performed an electrical safety test and added water to the tank.the customer reported product problems (high voltage and fluid leak) were confirmed during testing. The product problems occurred because of a faulty pump, and the heater failing the ground bond test for the electrical safety. The leak was caused by a cracked water tank cover. This occurred from over torqueing the water tank cover screws. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported electrical problem was unknown. A root cause was not established for this product problem complaint. The leak was caused by damage to the device from the user. This was established as the root cause for the leak. The pump, heater assembly, and tank cover were replaced. Preventative maintenance was also performed. The unit had subsequently passed all the functional tests.